Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to the hospital for a pulse generator upgrade procedure. Upon interrogation of the device, it was noted that the atrial lead exhibited noise oversensing. On (B)(6) 2020, the atrial lead was capped and replaced without any difficulty. No patient symptoms were noted and the patient was discharged from the hospital following the procedure.